Event description:
I have had 3 hip implants [stryker, zimmer]. Since 2005, I have had 10 surgeries on the same hip. I got a (B)(6) in 2005, and (B)(6) in 2010. My hip has dislocated 2 times. I am currently on IV medicine. My right leg is 1 1/2 inches shorter from my left. I am constantly in pain. I have been telling my orthopedic doctor for 2 years that something was wrong. In (B)(6) 2010, I went to another doctor and he told me that the hip was loose, he told me to go back to the surgeon whom I have been seeing. He told me everything looked good but I am still in a lot of pain so finally I convinced him to do something [aspirations, blood work or something]. I couldn't stand on my 2 feet without being in pain. In (B)(6) 2005, I went for my 1st replacement. Two weeks later, I was back at the hospital in severe pain. They looked at the swelling. Then they rushed me up to the hospital and opened up the hip and took some blood work etc. At that time, they found it to be (B)(6). Then they immediately transferred me to (B)(6) infectious disease department. I was there for 40 days so they could watch me closely. They sent me home with no hip after that. They gave me 2 more hips but the same situation. Now, I have a totally different hip. My second hip dislocated in (B)(6) 2005. I was frazzled from the 7 previous operations that I walked around for 1.5 years without a hip. (B)(6) 2007, I had another completely different hip put in. Now I have another hip infection. If it doesn't clear out, they will have to take hip out and never put it back.